Event description:
It was reported that black residue was noted on the inside of the patient line of an integrated apd set w/cassette. The event was noted after the cassette was loaded but therapy had not been started on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Visual inspection was performed and revealed particulate matter in the patient line tubing. Leak testing, clear passage testing and clamp function testing were performed on the device with no issues noted. The device was also used in a simulation of a therapy, but there were no problems found. The evaluation confirmed the reported condition. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of lot h13k02066 was performed with no issues noted during the manufacturing process. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.